Event description:
It was reported that during follow up observation in the intensive care unit (ICU) after lvad implantation the occurrence of ischemic enteritis continued for further surgical progression and medical treatment. Transfusions and additional tests were performed with gastrocnemius bleeding. The patient's condition was stabilizing but pneumonia was observed to worsen. Multiple organ failure progressed, and the patient passed away on (B)(6) 2022 at 16:30.

Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Section h6: health effect - clinical code: 3261 - multiple organ dysfunction syndrome manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. Furthermore, a specific cause for the patient¿s infection could not conclusively be determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists bleeding, sepsis, infection, multiple organ dysfunctions/failures, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." The heartmate 3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient's cause of death was sepsis caused by pneumonia. The death was not considered to be device related and the device operated as expected.